Event description:
The issue was found during inspection before use for a diagnostic procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: b5. The device was returned to the repair base for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the head side fold-stop waterproofing had defects and the scope mount had flooding. Based on the results of the investigation, the investigation results did not lead to the identification of the cause of the failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had poor image quality. There were no reports of patient harm.